Event description:
The pt experienced withdrawal due to pump failure. A critical alarm, tube set, was heard due to a motor stall. The pump was in a safe state mode. The drug being administered via the pump was morphine. The pump was replaced.

Manufacturer narrative:
(B)(4).